Event description:
The info rec'd from the affiliate was presented at an academic conference. Approximately ten (10) months after the index procedure, follow-up coronary angiography demonstrated restenosis of the previously implanted cypher stents. The target lesion was the mid lad and the restenotic lesion was a 90% stenosis. The patient did not complain of any chest pain at this time. The restenosis was treated eleven (11) days later. Ivus was done and a focal restenosis was observed inside the distally implanted cypher and the distal edge of the proximally implanted cypher stent. The mld of the restenosed area was 2.4mm and the msa was 4.7mm. It is not known how the restenosis was treated. The physician's comments regarding the probable cause of the event was that it might be due to insufficient apposition of the stent and the non-uniform strut distribution of the implanted stent due to the contortion and prolapsed like appearance of the material observed.

Manufacturer narrative:
The patient had a previous pci procedure approximately twenty-five (25) months prior to the index procedure with the indication being an acute myocardial infarction (ami). The mi was an inferoposterior mi. The target lesion treated was the mid left anterior descending (lad) coronary artery. The lesion was reported to be a 70% stenosis. It is not known what treatment was used during the pci at this time. Approximately two years later, the patient complained of chest pain. Coronary angiography was done. A 90% lesion was noted in the mid lad and a 100% lesion was noted at the proximal circumflex. Exercise stress perfusion imaging was conducted and was positive demonstrating progression of the stenosis at the mid lad. An elective pci was scheduled the following month. Two cypher 3.0/23mm stents were implanted at the mid lad target lesion. The procedural details were not known. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Please reference MFR report #9616099-2006-00650. A male with a history of diabetes, previous mi and previous pci experienced restenosis nine months post cypher stent implantation. Initially, the patient was admitted with chest pain and underwent an angiogram that revealed lesions in his proximal circumflex and mid lad. This patient's history puts him at increased risk for mace. The pre or intra procedural administration of asa, ticlid or heparin and the performance of recording of acts was not reported. The proximal circumflex was described as 100% occluded. It is not clear from the reported event whether this lesion was treated or not. The mid lad lesion was described as 90% occluded. No other lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of two 3.00 x 23mm cypher stents at unknown maximum inflation pressures. It is not known if the stents were placed in overlapping fashion or not. The post discharge administration of asa or ticlid was not reported. Nine months after the index procedure, a repeat angiogram revealed a 90% restenosis at the distal aspect of the more proximal cypher stent. The patient was symptom-free and treatment was deferred for eleven days. The details of this treatment were not reported. According to the procedural physician, the probable causes of the restenosis were the insufficient apposition of the stent and non-uniform strut distribution. The product was not returned for analysis. Device history record (DHR) reivew was conducted and the product met quality requirements for product acceptance. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the device history record and lot history could not be performed. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to this event.